Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and the pump indicated a data log corruption. It was also reported that an undefined alarm sounded. Customer resumed insulin delivery successfully. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg.